Manufacturer narrative:
No product was returned. Data logs showed the "suction" alarm triggered almost immediately after starting the impella, with non-pulsatile motor current and low pump flow from the beginning. After reviewing the clinical information, it was determined that the cause of the low pump flow was ingested biomaterial. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported upon initial activation of impella cp support, the pump had suction alarms with low flows and a dampened motor current. Due to the low flows, the decision was made to remove the device and replace it with a second impella cp. Upon explant, biomaterial was observed to be ingested into the pump. The patient's act was within the recommended therapeutic range. The patient was later noted to have expired on the second pump, several days later. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).